Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with approximately 300 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was not impacted.